Manufacturer narrative:
The product associated with this report will not be returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Inamed will not receive the product. Therefore, no analysis or testing will be done. Band slippage, obstruction, pain, nausea, vomiting, and stomach perforation are surgical/physiological complications, and analysis of the device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of stomach perforation as follows: caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Device labeling addresses the reported events of band slippage, obstruction and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Reported as band slippage, obstruction, pain, nausea, vomiting, and stomach perforation.